Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received excessive no delivery alarms, even after changing sets, pumps and reservoirs. Customer's blood glucose was 500 mg/dl, which was treated with manual injections. During troubleshooting, customer was assisted in performing a 5.0 unit manual prime. Insulin did exit with manual prime. Customer was advised that insulin pump was working as designed. Assited customer in adjusting fix prime number. No further information provided.